Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 32 x 3.00 promus premier stent was selected for use and advanced but failed to cross the lesion. The physician noted that the stent was lifted. The device was exchanged with another of the same device and was successfully delivered via a guidezilla guide extension catheter. The procedure was then completed. No patient complications were reported and the patient's status was good.